Event description:
The patient reported he plans to have his scs system explanted as his stimulation has allegedly never been effective. The patient has not used his system in several weeks. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.